Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states. Please refer to the attached letter (in (B)(6)) sent to the patient's husband and its translation.

Event description:
A letter has been received from the patient¿s husband: reportedly, pacemaker implantation procedure was performed on (B)(6) 2019. During post-operatory follow-up, inversion of the leads was observed. A re-intervention was performed in order to correctly reconnect both leads.